Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to be cracked from the case seal to the grip. The threads on both the battery compartment and cap were observed to be intact. The coin slot on the battery cap was observed to be worn, but able to be tightened and loosened. The pump was opened and removed from the case; there was no moisture or corrosion observed in the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that they could not get the battery cap off because the coin slot was stripped and that there was a crack at the top of the battery compartment near the battery cap. The reporter denied evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.